Manufacturer narrative:
(B)(4). According to received information the reported issue was corrected by replacing the o2 cell. The replaced part has not been returned for investigation. Only device logs were received. The reported issue, about o2 supply being too low during o2 sensor test and that o2 sensor calibration couldn't be performed, could not be confirmed in received test logs. Test logs show that all performed pre-use check in march 2017 had passed without deviation. The logs also show that the ventilator had an o2 sensor installed and not an o2 cell as described to have been replaced. Event logs show that ventilation was started after performed pre-use check on march 13, 2017. The o2 concentration was changed to 21% right after start of ventilation. A few seconds later, alarms for low air supply pressure as well as low gas supply pressures were generated. Those were followed by an alarm for high oxygen concentration and finally an alarm for low oxygen supply pressure was generated. Since performed pre-use check prior to ventilation start had passed without deviation and no pre-use check was performed right after ventilation end, it cannot be confirmed that the observed alarms are related to a ventilator malfunction. The most probable root cause of the generated alarms is pressure drop of the supplied gases. This reflects also the reported message about the o2 supply being too low during o2 sensor test and that calibration couldn¿t be performed.

Event description:
Manufacturer reference # (B)(4).

Event description:
It was reported that when the customer performed the pre-use checks tests, the sub-test for the o2 sensor failed as a result of the o2 supply measured as too low. A calibration could not be performed. There was no patient involvement. (B)(4).